Event description:
Report received from user that she was "almost blinded" associated with use of clear care lens care solution. Follow up information received from user on (B) (6)2010, stated she experienced severe pain with eye swollen shut, due to rinsing lens with clear care lens care solution prior to insertion. She has been prescribed antibiotics, steroids, pain drops and lubricants for a severe corneal burn. She stated, she has had 6 medical appointments in 7 days with additional follow up visits expected. Follow up information received from the treating eye care provider indicated that the patient presented with grade 4 (severe) diffuse punctate corneal staining on greater than 50% of the cornea. This was followed by ploughing of the central 7mm of epithelium (and worsening pain and blur). The eye was treated by steroid and antibiotics drops, and a bandage contact lens. The event has resolved with no visual loss.

Manufacturer narrative:
This case is considered as a significant epithelial loss. The user has indicated that she failed to read or to follow the instructions for use as labeled on the primary and/or secondary package of the product. (B) (4).